Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the ends of the arthroscope were chewed off.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: excessive force applied by user; poor mate between cannula and scope; poor fit between scope needle and cannula.

Event description:
It was reported that the ends of the arthroscope were chewed off.